Event description:
It was reported that the catheter would not straighten out during procedure. No pt injury was reported.

Manufacturer narrative:
There is the potential for pt injury if the catheter can not be straightened since a deflected catheter may be difficult to remove and may require medical intervention for removal.